Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported by the patient that post op an adjustable band procedure, in (B)(6) 2011 the patient became sick whenever a drinking any liquid. The patient's stomach felt like it was on fire. In (B)(6) 2012, the patient went to the ER for vomiting blood. Also in (B)(6), the patient had indigestion and stomach pain along with gastric issues. In (B)(6) 2012, the patient was scheduled to have an endoscopy however was not completed due unrelated health issues. The band is still implanted. Additional information about the event unable to be obtained as the caller would not provide contact information.